Manufacturer narrative:
No problems noted with calibration or qc. Glucose electrode was previously replaced on (B)(4) 2011. Bci field service engineer (fse) was dispatched for this event. Fse replaced glucose electrode again and ran numerous calibration and controls. Precision was within specifications. Although glucose electrode was replaced, the root cause is unknown at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) to report one (1) false high glucm result noted when run in duplicate mode on the unicel dxc 800 pro synchron chemistry analyzer. Sample was rerun on alternate instrument in duplicate mode. This result was reported out of the lab. No report of death or injury have been reported in connection with this event.